Manufacturer narrative:
(B)(4).

Event description:
It was reported that healing abutment does not thread correctly. Another healing abutment was placed.

Manufacturer narrative:
One zimmer dental healing collar was returned for inspection. A visual inspection showed signs of general wear above the collar, indicating use. The product was functionally tested and found to assemble and disassemble with a mating implant. The complaint is therefore unconfirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws,surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A singular cause could not be determined with the information provided as the event cannot be recreated. Complaint is therefore unconfirmed. The following sections have been updated. (B)(4).